Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report) and h3 (¿not returned to manufacturer¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty olympus cv-190 could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation, as a technician was on site. The technician found that there was no defect on the olympus clv-190. The customer olympus cv-190 was defective and sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a communication error b30 with several olympus clv-190 devices. The issue was found during preparation for use and there was no procedural involvement. There were no reports of patient harm. This report is related to the following linked patient identifiers (B)(6) (cv-190 video system).